Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during a lead implant procedure there was placement difficulty. A new lead was implanted with success. No patient complications have been reported as a result of this event.